Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the unit failed final test performed (active exhalation verification: s(-) p(+): pilot: difference). The technician recommended replacing the device's proportional valve to address the issue. Periodic maintenance 1 was performed. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00). The trilogy evo proportional valve was sent to the product investigation lab for further testing. Pil was unable to confirm a failure of the proportional valve. Pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The trilogy evo proportional valve has been scrapped. No further investigation is required at this time.